Event description:
Device 1 of 2. Reference: 1627487-2011-04143. The patient received her scs system on (B)(6) 2010. It was reported the patient was attending physical therapy (B)(6). At an appointment, the patient felt movement in her back and the stimulation began going to her abdomen. The patient reported this was painful, and she wants the scs system explanted. Follow up revealed the patient has met with her physician, and the explant date was not scheduled at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.